Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed lost sensor. The customer's blood glucose reading was 120 mg/dl at the time of incident. Troubleshooting found that there was a failed self test alarm in the pump history. The customer was advised that the pump would need to be replaced due to the alarm and to return the pump for analysis.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, a21 error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. All operating currents are within specification. No a64 alarm during our testing. The insulin pump communicated properly with the test minilink transmitter and tested with glucose sensor simulator; no lost sensor alarm. The insulin pump was received cracked case at the display window corner and cracked reservoir tube lip.